Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2017-05940. Reference MFR. Report#: 3006705815-2017-01389. Follow-up revealed the patient's scs system was explanted.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2017-05940 and 3006705815-2017-01389. It was reported the patient has been receiving ineffective pain relief. Reprogramming attempts have been unable to provide resolution. An impedance check revealed no anomalies. It was also reported the patient has been experiencing discomfort at the ipg site due to location. As a result, the patient may undergo surgical intervention.